Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument could not clip. The procedure was completed using back up instrument of same kind with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found to have a bent grip and the tip did not align with the other grip. The complaint was confirmed by failure analysis.